Manufacturer narrative:
Product event summary: the device was returned and analyzed. A nalysis of the returned device was inconclusive. Further analysis of the device memory indicated a power on reset occurred, and indicated an issue with wireless telemetry.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated an issue with wireless telemetry. A no reason por occurred on (B)(6) 2015 resulting in telemetry c (wireless) being no longer available. (B)(4).

Event description:
It was reported that the patient experienced passed out during a appropriate therapy for ventricular fibrillation (vf), which resulted in two broken ribs. An interrogation of the implantable cardioverter defibrillator (ICD) device revealed a power on reset (por) occurred at the same time. It was also noted that wireless telemetry was no longer available. The reset was cleared and the device remains in use. A replacement of the device was planned. No further patient complications have been reported as a result of this event.